Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. The device voltage was at end of life (eol) upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Analysis of device image and session records indicated device was restored in the field and normal current drain was noted during implant period. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Backup operation was not reproduced, and high current drain sources were not found throughout bench and environmental stress testing. The battery analysis by the manufacturer found the battery was normal. The cause of backup operation and premature battery depletion could not be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator (ICD) was in backup operation. High voltage therapy was disabled during backup. The device was initially reset via programming but was subsequently explanted and replaced.